Event description:
On (B)(6) 2010, the patient reported experiencing several bent infusion set cannulas which led to elevated blood glucose. She stated she experienced the issue with all of the infusion sets from her current box within 5-60 minutes after insertion. Her blood glucose has elevated to 12-16 mmol/l (216-288 mg/dl). Her target blood glucose level is 5.5-6.5 mmol/l (99-117 mg/dl). She stated she inserts the infusion site manually and she uses site locations around her abdomen, above and below her waist, and on her sides. The patient was sent replacement infusion sets and an infusion set insertion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.